Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A surgeon reported that he would like to speak with someone regarding an upcoming mobi-c revision surgery. No further information is available at this time.

Event description:
A surgeon reported that he would like to speak with someone regarding an upcoming mobi-c revision surgery. No further information is available at this time.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. The complaint is unrefuted for a revision surgery to remove a mobi-c prosthesis. The reason for the revision, product identification, and other pertinent information was not provided so no conclusions can be drawn. The DHR was unable to be reviewed since the product information is unknown. The device was not returned and no photos were provided, so an evaluation is unable to be performed. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.